Event description:
On 12/16/1998, the facility's nurse informed the manufacturer's sales representative of the following: patient experienced swelling of the neck and face. Since other tests (tests/dates were not specified) were normal, it was decided to remove the device to see if that made a difference. The device was implanted six-twelve months prior and the catalog/lot/serial number of the device is unknown. The device is scheduled to be returned to the manufacturer for analysis. No further details were provided.